Event description:
On (B)(6) 2014, the patient was implanted with three gore® excluder® aaa endoprostheses to treat abdominal aortic- and left common iliac artery aneurysms. During the procedure, a trunk-ipsilateral leg component and a contralateral leg component were implanted as planned. The left internal iliac artery was coiled, and an iliac extender component (pxl161007/11637515) was to be implanted to extend the left (contralateral) side of the graft system and treat the common iliac artery aneurysm. The physician reportedly achieved the desired position; however, when an attempt was made to deploy the device, the deployment line was broken. According to the report, the leading 1cm of the device had deployed, while the remainder of the device was still constrained. The physician indicated that the patient¿s anatomy was moderately calcified at the bifurcation of the left internal and external iliac arteries. He stated the calcium may have lacerated the deployment line. The physician was able to access the brachial artery and advance a long guiding catheter down the descending thoracic aorta and through the contralateral gate. He was then able to successfully release the distal sutures of the constrained device. The procedure was concluded without any further reported complications. The aneurysms were successfully excluded, and the patient tolerated the procedure.

Manufacturer narrative:
See text for results of engineering and imaging evaluations. The physician reported that calcium at the hypogastric-external iliac bifurcation may have lacerated the deployment line.

Manufacturer narrative:
Please note correction to section.

Manufacturer narrative:
Concomitant products: patient medications include levothyroxine and advil. A review of the manufacturing paperwork for the device verified that the lot met all pre-release specifications. Results pending completion of imaging and engineering evaluations.